Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the patient's revision of primary in 2014. In reporting a revision of the patient's left hip on (B)(6) 2019, the rep reported he was notified that a stryker head and liner had been revised in 2014 due to dislocation. The rep confirmed that no further information will be released by the hospital or surgeon.